Manufacturer narrative:
The patient came in reporting instability due an aseptic loosening of the tibial component. The surgeon planned to revise the tibial component and poly on (B)(6) 2020, 2 years and 1 month after primary, but the case had to be postponed due to the patient going into atrial atrial fibrillation just prior to the start of the case. Revision surgery has not been performed yet.

Event description:
The patient came in reporting instability due an aseptic loosening of the tibial component. The surgeon planned to revise the tibial component and poly on (B)(6) 2020, 2 years and 1 month after primary, but the case had to be postponed due to the patient going into atrial atrial fibrillation just prior to the start of the case. Revision surgery has not been performed yet.

Manufacturer narrative:
Batch review performed on 30 november 2020: lot 180377: (B)(4) items manufactured and released on 23-apr-2018. Expiration date: 2023-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability due an aseptic loosening of the tibial component. The surgeon planned to revise the tibial component and poly on (B)(6) 2020, 2 years and 1 month after primary, but the case had to be postponed due to the patient going into atrial fibrillation just prior to the start of the case.